Manufacturer narrative:
(B)(4). Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion: according to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic rupture and death.

Event description:
On an unknown date several years before 2015, a patient underwent standard endovascular aortic repair with a transrenal bifurcated graft of unknown brand. On (B)(6) 2015, a reintervention was performed to address a complete separation of the main body from the free flow component. The main body was partially tilted within the large aneurysmal sac. A conformable gore tag thoracic endoprosthesis was implanted to fill the gap between the main body and the anchored free flow component. A small endoleak was seen following the procedure which was anticipated to resolve, but it did not. On (B)(6) 2016, the patient presented to the emergency department. An echo fast scan confirmed aneurysmal rupture. The patient was reportedly unfit for surgical repair and endovascular repair would have resulted in closure of the renal arteries and superior mesenteric artery. The patient went into hemorrhagic shock and expired the same day.